Event description:
It was reported that the menu screen on the epg (external pulse generator) was cracked. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the lower part of the display was cracked. It was also noted that the upper case, lower case and battery drawer were broken. It was also noted that the side bail covers, ring cover, two case screws, ring cover screw, side bails and ring were missing, and the lead flex cover was contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).